Event description:
Ms26 - 24 hours of drugs (morphine 40mg, midazolam 15mg, haloperidol 1mg, cyclizine 150mg) had been given subcutaneously in 1hr. Terminally ill pt at home. On family consultation, no hospital admission or drugs to reverse suspected over infusion. No medical intervention other than examination. No clinical sign that pt had received a 10ml bolus in 1hr. Hospital suspects that syringe from the previous day with about 1 hr of drugs left was re-attached in error. Hospital reported this incident as minor injury.